Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, tissue damage, necrosis, exposure to metal debris, fluid accumulations around the hip and elevated metal ion levels reported.